Event description:
Patient's in an isolette with vital signs stable. The isolette sounded an alarm and the message "system malfunction" appeared. The isolette was turned off and started again. Twenty minutes later the same thing happened again.follow up reveals:no adverse patient outcome.unit found to have error 16 and 23 codes. Traced failure to faulty solid start relay. Relay was replaced and unit tested to specs. Returned unit to service.